Event description:
It was reported that after receiving a report of the statlock detachment, when the condition of the catheter was confirmed, the catheter was detached from the catheter connector and remained in the dressing, and the catheter connector was stuck to the pad of the detached statlock. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint that the statlock detached from the patient and that the connector detached from the PICC was confirmed, but the exact cause could not be determined from the returned sample. One groshong two-piece connector for a 4 fr single-lumen PICC was returned for investigation. The connector was received assembled and attached to a statlock securement device. The adhesive side of the statlock stabilization device was discolored. No portion of the catheter was protruding from the strain relief sleeve on the distal connector. It is possible that the forces that caused the statlock to separate from the patient were a contributing factor in a separation of the catheter from the connector; however, the detachment of the connector from the catheter was addressed in complaint record 1370812. The cause of the statlock detachment was unknown but potential contributing factors include patient movement, manipulation of the statlock device, and skin preparation technique. The instructions for the statlock stabilization device indicate to prepare the target area with skin prep and allow to dry completely. A warning in the instructions states, ¿do not use the statlock stabilization device where loss of adherence could occur, such as with a confused patient, diaphoretic or nonadherent skin, or when the access device is not monitored daily. Avoid contact with alcohol or acetone, both can weaken bonding of components and the statlock® stabilization device pad adherence. Remove oil and moisturizer from targeted skin area before applying skin prep.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after receiving a report of the statlock detachment, when the condition of the catheter was confirmed, the catheter was detached from the catheter connector and remained in the dressing, and the catheter connector was stuck to the pad of the detached statlock. There was no reported patient injury.